Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
The diamondback 360 coronary orbital atherectomy device (oad) and viperwire advance guide wire were used for treatment in the ostial circumflex. The vessel was 3.25mm, 99% stenosed, was tortuosity and heavily calcified. The oad was advanced just proximal to the lesion. Glideassist was engaged to cross the lesion to performed treatment in retrograde. During the second treatment, it was observed the distal tip from the oad became detached from the driveshaft and was in the circumflex artery. A buddy system technique, using a second non-csi guide wire and a teleport micro catheter, were advanced onto the viperwire to successfully retrieved the detached distal tip. Intravascular lithotripsy was performed followed by balloon angioplasty and stent placement. The patient was stable.

Manufacturer narrative:
The oad was returned with a driveshaft fracture at the distal side of the crown. The guide wire was returned engaged in the oad. Scanning electron microscopy (sem) analysis of the fractured driveshaft sections identified flexing at the weld location, which can initiate a fatigue failure. Sem analysis also identified evidence of fatigue at the site of the driveshaft fracture. This damage can occur when the driveshaft is spinning in excessive tortuosity or resistance that pushed the driveshaft into a tight bend shape causing excessive flexing near the crown. Although the damage observed is consistent with the driveshaft spinning within excessive tortuosity, the root cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).